Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. The bolus button was intermittently unresponsive and the slug was missing. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: investigation revealed that the force sensor was out of calibration. The bolus button was intermittently unresponsive and the slug was missing.